Event description:
It was reported that the patient experienced bradycardia, dizziness and lethargy. It was further reported that the patient's heart rate was lower than the programmed lower rate on the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.